Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with striae in both eyes (ou). A flap lift and stretch was performed ou. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of slightly blurry vision ou. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2021: right eye pre-op 20/20 -4.00 x -.25 x 30, left eye pre-op 20/20 -5.25 x -.50 x 45.